Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir with air bubble. Customer¿s blood glucose level was 130 mg/dl. Customer were suggested with troubleshooting and advised to change set. Customer stat the air bubble was of medium sized. The device will not be returned for analysis.